Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with a implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient and physician reported to the rep that they had an accident/trauma to pocket site of ins which caused it to tilt and start to erode through skin. Physician made decision to explant whole system to minimize risk of infection. The issue was resolved. No further complications were reported.